Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and instability. Material analysis concluded mechanical overloading of the implant. Re-submission and re-coding initial submission did not pass FDA gateway.

Event description:
Implant fracture.